Event description:
It was reported that the patient was having some retention. The caller reported all she knew is the patient came to them from an acute care hospital and they had to catheterize her there. The caller was the nurse trainer at the assisted living facility the patient was just moved to. The caller did not know what the device was indicated for. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3889-33, lot # v011183, implanted: (B)(6) 2007, product type lead. (B)(4).